Manufacturer narrative:
DHR review: no anomalies detected by checking the manufacturing chart related to lot# of the delta protruded liner involved (1616694). This is the first and only complaint received by lima corporate on this specific lot# on a total of (B)(4) pieces manufactured with this lot#. We will send a final MDR after the complete investigation.

Event description:
Intra-op issue: titanium tip cover (polar plug) of a delta protruded liner dia.36 mm # l - model# 5886.51.260, lot# 1616694 - detached during a hip surgery performed on (B)(6) 2017. According to the info reported, some difficulty in keeping the liner inside the acetabular cup was experienced during surgery. As the liner continued rotating inside the cup, it was decided to remove it and then, it was realized that the titanium tip cover was detached. The small tip was taken away from the patient and a new liner with same size was implanted. Surgery time prolonged of 10/15 minutes. Event happened in (B)(6).